Event description:
It was reported that the lead exhibited high pacing impedance. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.